Event description:
It was reported that the patients right atrial (ra) lead exhibited failure to sense and capture. An x-ray showed the lead had dislodged. An intervention was done to reposition the lead but after multiple attempts the physician chose to remove the lead and a new ra lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).